Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility was contacted for additional information and olympus was informed that the scope or suction valve will not be returned as there was nothing wrong with either device. The maj-209 does not fit the bronchoscope correctly which has been confirmed by other surgeons and staff. This was the first time this was an issue during a procedure. The maj-209 valve was used to finish the procedure. The surgeon just had to adjust the way the scope was held. This was inconvenient and not ideal. However, the procedure was able to be completed. The physician is experienced in using the scope. However, it is not known if other facilities use a different suction valve. If additional information is received, a summary will be provided in a supplemental report.

Event description:
The user facility reported that during a diagnostic bronchoscopy the suction valve fell out of the scope. After falling out of the scope, the valve could not be reinserted for proper function. Due to the valve issue, the medication could not be administered properly to the patient and as a result, the patient experienced some discomfort. The user facility did report that the intended procedure was completed with the same set of equipment.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. As there was no part returned for investigation, a sample device was used to check connection to a test endoscope. No abnormalities were detected. A conclusive root cause for the reported problem could not be identified. As determined by the legal manufacturer, the reported connectivity issue is likely due to improper handling.